Manufacturer narrative:
(B)(4).

Event description:
The customer reported an unspecified therapy problem, the symptom was later confirmed by a philips fse (field service engineer) that the therapy test was out of range. There was no pt involvement.